Event description:
It was reported by service report that the jack could not pump up. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - drive link.